Event description:
Per the clinic, the patient developed an abscess at the implant site. Per the patient's physician, the abscess was drained (date not reported) and the patient was prescribed steroids in (B)(6) 2015 (exact date not reported). Subsequently, the patient experienced necrosis of skin flap tissue, and the device was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device not available.